Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated the issue resolved itself, and the device is working fine now. This claim is closed as no sample was returned- customer resolved.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.